Event description:
The patient had surgery to removed catheter. It was reported the cycler is not malfunctioning and the patient has not had adverse effects from use of any fresenius device, or product. The patient has been able to continue use of the same cycler for pd treatment. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).